Event description:
A customer contacted beckman coulter inc. (Bec) stating that red blood count (rbc) and platelet (plt) were not passing on start up and high rbc and plt results obtained in the manual mode were not matching those obtained in the primary mode on the coulter lh 750 hematology analyzer. H&h check fail message and low mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results were also noted through out the day of this event. The erroneous results were reported out of the laboratory. Instrument printouts were requested for the investigation, but were not provided by the customer. As a result, instrument flags could not be evaluated. The patient samples were rerun on an alternate instrument where the results obtained were considered correct and were reported out of the laboratory. There were no reports of patient treatment changes. There was no death or injury associated to this event.

Manufacturer narrative:
The specimen was collected in 4ml, bd edta vacutainer tubes, stored at room temperature, and processed within 10 minutes. Controls were run before and after the event; controls were within specifications, but slightly higher. The customer technical specialist (cts) assisted the customer in troubleshooting and checking the diluent dispensers. The customer activated the diluent dispenser and noted large amount of air (large bubbles) being pulled into dispenser. In an attempt to resolve the issue, the customer replaced tubing to input of pm2, but bubbles were still observed. Customer was advised to discontinue use of the instrument until service was dispatched. A bec field service engineer (fse) was dispatched and confirmed that the rbc diluent dispenser had a lot of air bubbles in it and that the bubbles were transferring to the rbc bath during bath fill. The fse replaced rbc diluent dispenser and rbc bath o-rings, which resolved the issue.